Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Patient was stated to be too aggressive with implant, leak from the tubing that connects to the pump junction per physician. All components were explanted and replaced.